Event description:
This customer obtained lower than expected vitros valp quality control results while using the vitros 5600 integrated system analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. No erroneous valp patient sample results were reported from the laboratory. There was no allegation of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that lower than expected vitros valp quality control results were obtained for multiple samples while using the vitros 5600 system. The investigation concludes that the valp calibration in use was atypical. The cause of the atypical valp calibration could not be determined. The root cause of the event is user error because the operator failed to verify the in-use calibration using vitros performance verifier controls, as per the manufacturer's instructions for use. There is no evidence to suggest that the instrument or the reagent were not operating as intended. Once the system was re-calibrated and the calibration was appropriately verified prior to use, expected valp results were obtained.